Manufacturer narrative:
Customer indicated that no medical procedure being delayed or withheld due to false negative hcg result on the instrument. As per clinitest hcg IFU, "negative test results in patients suspected to be pregnant should be retested with a sample obtained 48-72 hours later, or by performing a quantitative assay." The cause for the false negative hcg result is unknown.

Event description:
Customer stated instrument reported false negative hcg results on patient sample. There was no report of injury due to this event.

Manufacturer narrative:
Siemens investigated the issue and found out that the root cause of the issue was due to an operator error. Operator was reading the clinitest cassettes by eye. Customer (lab staff) confirmed that they would train their ward staff to improve adherence to the IFU. Customer indicated that they have not had any further issues. As per clinitest hcg IFU, "the test is utilized with clinitek status® systems..". Device is performing as intended.

Manufacturer narrative:
Customer indicated that patient was admitted with pv bleed and miscarriage (B)(6). Customer stated that they performed confirmatory test with the serum hcg assay. Serum hcg assay. (B)(6) 2015 19:50pm, total bhcg = 410.5 miu/ml, progesterone 2.1 umol/ml. Siemens field service engineer (fse) investigated the patient report. Fse found that protocol in ae had not been followed in accordance with their trust policy cl-35. The original urine specimen was not retained. There was no evidence of the patient (B)(6) or name on rc or the ae devices. Fse referred to the patient notes to look at the poct results, which can be cross checked to rc and the patient admissions log to locate the time of the sample assay. It showed no evidence of patient (B)(6) or hcg assay. After contacting ae matron for the patient records, it was discovered that the patient notes had the hcg assay transcribed into them, but no operator signature, time, date or lot no. Information. The operator's handwriting could not be identified.